Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported the patient had withdrawal symptoms, fever, headache, tremor and pain. Their pump ins interrogated and the logs were checked and a pump stall was noted on (B)(6) 2015 at 04:03 with a "stopped pump period may exceed tube set" message on (B)(6) 2014 at 04:03. No motor stall recovery was noted. The pump was replaced on (B)(6) 2015. The patient was listed as "alive- no injury" and was noted to be fine following the pump replacement. The pump was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.